Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed an infection and was admitted to the hospital with sepsis. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. Additional information revealed there was renal failure secondary to sepsis. The renal failure was successfully treated and as the patient's ejection fraction improved to 40%, the patient was discharged without re-implant. It is expected the patient will follow up with a physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.